Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there were issues experienced with the loading or firing of the clips. The device refused to new clip loading. They took a new device to resolve the issue in order to complete the case. There was no patient injury.